Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 6 months. Unfortunately, the reason for explant has not been provided. No other details reported. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Unfortunately, the sample device was not returned. Therefore, the root cause of this event could not be conclusively determined. Follow up for additional information is currently being made. A supplemental MDR will be submitted in the event that any new information is received. No further actions are possible with the available information.

Manufacturer narrative:
Based on the follow-up with the health-care provider the reason for explant was due to perivalvular leak. The health-care provider also noted that the explant was not related to any device malfunction or quality deficiency. No other details reported. The type and cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. No further actions are possible with the available information. However, we will continue to discuss events such as these at our weekly compliance meeting to address our reporting decision. Trends will be monitored on a monthly basis and if the trend data indicates that action is required, appropriate investigation will be performed.

Manufacturer narrative:
Through our review, it was learned that the following fields are reported incorrectly: serial number: (B)(4); lot number: s-11k3779; expiration date: oct-15-2015; device manufacture date: nov-14-2011. No additonal information was received that will change the original conclusion of the event. No further actions are possible with the available information.